Event description:
It was reported that the patient underwent a spinal procedure to implant the cervical interbody device at c4/5. Approximately 7 weeks post op, it was found on the x-ray that locking wire dislodged from the caudal portion of the implant and is sitting adjacent in the soft tissue. No patient complaint is reported. No revision surgery is planned at this time.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.